Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the facility was experiencing down occlusion alarms during the compounding process. They compound the 250ml cassette and then they attach extension set, once they try to prime on the pump, the pump will start but then alarms for down occlusion quickly. They tried on a different pump but same result. Troubleshooting the tubing on the top of the cassette, removing and replacing the cassette on and off several times with several pumps sometimes resolves the issue but sometimes they had to remake the cassette. The event occurred during set up at the clinic.